Event description:
It was reported to philips that the device had a faulty therapy switch. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a defective therapy switch. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy switch, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? (Yes, no, unknown) no. Was there any adverse event to the patient or user? If yes, describe? (Yes, no, unknown) no. If there was an adverse event, did the device cause or contribute to the adverse event, and how? (Answer yes, no, or unknown. If no or unknown, provide explanation including any gfe attempts.) No, there was no reported adverse event to a patient or user as a result of the issue.